Manufacturer narrative:
Three attempts were made to obtain additional information, but no additional information was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus the hd camera head, missing a glass lens piece. The issue was found during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event.